Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6)2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 0.3 mg/ml; 0.03003 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6)2017. It was reported the patient had a spinal headache (classic symptoms). Myelogram and dye study were performed (B)(6)2017. They were able to aspirate the catheter and the catheter showed no issues. A blood patch was performed (B)(6)2017 and expect immediate relief for the patient. No further complications were reported.